Event description:
The customer contacted heartsine to report that their device issued a low battery prompt during a patient involved event. Heartsine's investigation found that the device powered itself off several times during the event, leading to a patient death. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine's investigation found the device powered off during use. The customer event form supplied by the customer stated that the fault led to a patient death. The investigation verified the fault but could not duplicate it. The investigation was unable to determine the root cause of the reported fault and can only suggest a potential use error. The device shall be retained by heartsine and the customer provided with a replacement device. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with all available information.